Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Manufacturer narrative:
(B)(4).